Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. At the time of the report with tandem technical support the customer did not have an alternate method of insulin therapy. The customer declined further follow up from tandem technical support. Customer¿s blood glucose was 130 mg/dl.